Event description:
It was reported during use the tube sst plh 13x100 5.0 plbl gold br had the stopper creep out or had loose closure. The following information was provided by the initial reporter: the customer experienced the ¿opening of the stopper inside the equipment and losing the sample for analysis.¿

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for evaluation. Therefore, tubes from bd manufacturing line were evaluated during in-process testing and the issue relating to stopper pop off was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the tube sst plh 13x100 5.0 plbl gold br had the stopper creep out or had loose closure. The following information was provided by the initial reporter: the customer experienced the ¿opening of the stopper inside the equipment and losing the sample for analysis.¿